Manufacturer narrative:
The user facility did not provide additional details regarding the reported event or procedure delays. The valves subject of the reported event are not being returned to medivators for evaluation. As the valves are not being returned, we are unable to determine the root cause of the reported event. Medivators tested multiple lots of current inventory and no issues were noted. The DHR for the lot subject of the reported event was reviewed and no issues were noted. Medivators performed in-service training on the proper use and operation of the defendo-pentax valve kit.

Event description:
The user facility reported during patient procedures the suction valves from their defendo valve kits are sticking and not releasing the mucosa resulting in procedure delays. No report of injury.